Event description:
It was reported the patient was in the operating room to have a lead revision and there was in issue with the implantable neurostimulator (ins) suspected. It was stated stimulation was helping

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3 093-28, lot# v900974, implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
Additional information received reported that there was a lead break and the cause of the issue was unknown. A lead replacement was done, and replacement occurred on 2013-(B)(6). The patient did not require hospitalization and recovered without sequelae.